Event description:
A malfunction alarm identified as malf 16 was reported, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer switched to using multiple daily injections (mdi) as a backup insulin therapy and was instructed by technical support to return the malfunctioning pump.